Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight and ethnicity were not provided for reporting. This report is for (band-aid deco paw patrol assorted 20s (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (bab paw patrol bandages assorted 20ct USA (B)(4)). UDI #: (B)(4). Upc #: (B)(4), lot #: 2300b, exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA (bab paw patrol bandages assorted 20ct USA (B)(4)). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 17, 2020. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This incident was reported by the patient¿s mother and involved a (B)(6) year-old girl using band-aid decorated paw patrol adhesive bandages (assorted 20s) (lot 23008). No details about patient¿s medical history, concomitant medications, height or weight were reported. The patient used the bandage on (B)(6) 2021 to cover a wound. While removing it on the same day, the bandage burnt and pulled the skin off. The mother applied polysporin on the wound to help with the pain. On an unspecified day, a doctor was consulted who said that the child¿s skin was burnt. The doctor prescribed polysporin and steroid cream as treatment. As of (B)(6) 2021, the child had not yet recovered.